Event description:
Procedure type: unk. According to the reporter: during preparation for surgery, after the instrument was set in the cannula, the upper seal part broke into 2 pieces. Not used for pt. Used other device. No pt injury was reported.

Manufacturer narrative:
(B)(4). Date initial report sent: (B)(6) 2010.